Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was poor sleeve function and blood leakage occurred. There was no patient impact. The following information was provided by the initial reporter: leaking sleeve during sampling they don't which was the lot number. They have three different lot numbers in use at the moment. Incident occurred during use.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle with pre-attached holder there was poor sleeve function and blood leakage occurred. There was no patient impact. The following information was provided by the initial reporter: leaking sleeve during sampling they don't which was the lot number. They have three different lot numbers in use at the moment. Incident occurred during use.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.